Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. After replacing the user interface pcb assembly, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer to use. The removed user interface pcb assembly was further evaluated by physio control and it was determined that the root cause was a cracked and shorted capacitor c181 on the user interface pcb assembly, causing the device to display a white screen.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.